Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had air bubbles in the infusion set close to the reservoir. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The approximate size of the air bubbles was 2 millimeters. The customer was advised to deliver a 5-unit prime until the air bubbles and to repeat the process until the air bubbles were no longer visible. The customer changed the infusion set as well, but the air bubbles anomaly persisted. The customer was advised to return the infusion set and reservoir for analysis; however, no products were returned or replaced.